Event description:
The manufacturer received information from a third party service center, alleging a ventilator was alarming for a "service required" alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.